Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the patient experiencing decreased visual acuity and glare. An iol rotation had been performed with a capsular tension ring after the iol was noted to be decentered. A laser iridotomy was also performed. The surgeon reported that the patient's visual acuity did not improve following these procedures. The patient was seen by a retinal specialist who could not find a reason for the decreased visual acuity. The iol was exchanged for a different model. In a follow up, the surgeon reported the patient's symptoms resolved following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/24/2009, 3/25/2009, 03/26/2009, and 03/31/2009 by phone, fax, and mail. A completed questionnaire was received on 04/01/2009.